Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure. According to the complainant, while attempting to advance the device into the bile duct, the catheter was torn. When the device was removed, the catheter tear was observed at 5cm distal to the guidewire lumen. Reportedly, no stones were captured and crushed prior to the alleged failure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure.according to the complainant, while attempting to advance the device into the bile duct, the catheter was torn. When the device was removed, the catheter tear was observed at 5cm distal to the guidewire lumen. Reportedly, no stones were captured and crushed prior to the alleged failure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. Concomitant medical product: the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found residue on the device indicating procedural use and the basket was partially opened and extended. The guidewire lumen (side-car) presented push-back and contained a 3mm tear and a hole. Additionally the sheath at the distal end was found damaged. Functionally the basket failed to extend fully because the basket wires were found to be folded over and twisted at proximal and distal end of the basket. The basket was manually un-twisted and was found to be properly formed, and was able to fully open. The condition of the returned incident device was consistent with the complaint that the catheter was torn. Additionally, during device evaluation it was also noted that the guidewire lumen (side-car) had a hole and presented push-back and the distal sheath was damaged. The most probable root cause for the damages found is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. (B)(4).